Manufacturer narrative:
H3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for a brain biopsy. It was reported that the biopsy guide failed to lock securely, during instrument installation, even when the locking mechanism was fully engaged, due to the absence of the connection point's positioning pin. The doctor had to use another tool to finish the procedure. There was no reported patient impact and no reported delay. Anesthesia had been administered when the issue occurred.